Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer found that there was no issue with drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, resulting in a delay in the medication dispensing process. There were no adverse events or injuries reported based on this event.